Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt alleged injury. On (B)(6) 2011, the pt underwent a pelvic exam, which revealed the presence of eroded mesh. On (B)(6) 2011, the pt underwent a surgical procedure to remove portions of the ivs tunneller.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The preoperative and postoperative diagnosis was post-hysterectomy vaginal vault prolapse, genuine stress urinary incontinence, enterocele, cystocele, rectocele, and absent perineum. The procedure performed was a sacrospinous colpopexy, sling urethropexy, enterocele repair, cystocele repair, anterior colporrhaphy, posterior colporrhaphy, and colpoperineorrhaphy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.